Event description:
The patient underwent generator replacement surgery due to battery depletion/unable to interrogate. The explanting facility discards the devices per hospital policy therefore the explanted device has not been received for analysis. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device could not be interrogated and that his seizures were worse. An update was received stating that the representative could not interrogate the patient's device. No additional, relevant information was received to date.